Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that on (B)(6) 2014 the pt presented to the hospital with gi bleeding, with a hemoglobin of 4.8 g/dl. A push-enteroscopy was performed which showed multiple small ectatic vessels in the antrum, and one angiectasia with oozing bleeding which was cauterized by argon plasma coagulation. On (B)(6) 2014, the pt's hemoglobin was 8.9 g/dl, inr was 1.9, and the pt continued on coumadin. Incidentally, on (B)(6) 2014, a transthoracic echocardiogram showed worsening aortic insufficiency and the pump speed was decreased from 10,000 rpm to 9600 rpm. A right heart catheterization/ramp study is planned in one month. The pt was discharged home on (B)(6) 2014 with a stable hemoglobin last reported to be 8.6 g/dl.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported gi bleed could not be determined. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.